Event description:
A 6-fr guiding catheter was used to engage osteum of the left main. A wire was used to cross the stenosis into the diagonal and an extra support wire was used to cross the stenosis into the left anterior descending (lad). Then, a voyager balloon was advanced with lad lesion. The balloon was then removed and a drug-eluting stent was deployed in the proximal portion of the diagonal. The surgeon attempted to put two (2) balloons side by side, but they would not fit into the guiding catheter. He was unable to cross the vessel, and upon removing the guide catheter, the balloon catheter broke into two pieces.